Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide) preloaded injector iol delivery system. (B)(4) - no consequences or impact to patient. Device or device component damaged by another device. Mechanical jam. Evaluation method: device work order search. Results: a device work order search was performed and no similar complaint was found. Conclusions - (no conclusion can be drawn): based on the complaint history and device work order search, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon attempted to use a ks-1 aq2017v 21.0d preload injector. When pushing down the top flange, it felt harder than usual. While advancing the screw plunger, the lens became stuck. There was no patient contact.

Manufacturer narrative:
Method: device history review. Results: a visual inspection of the returned product found no visible damage to the device. No sign of viscoelastic in inner surface of the cartridge. Device history review: based on the investigation that was performed, nothing in the manufacturing was found to be the root cause of this complaint. Conclusions: based on the complaint history, work order search, device history review and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).